Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that alert settings altered themselves. The patient reported falling asleep on 02/13/2024, and then waking up to her mobile device vibrating and notifying the patient of her reading being 350 mg/dl. The patient was wearing a tandem insulin pump. No patient symptoms were reported. The patient drove herself to the emergency room (ER). The patient reported receiving an insulin injection at the ER. The patient was discharged home on the following day once her blood glucose (bg) levels stabilized. It was also noted that the patient went back to the hospital on (B)(6) 2024 for high bgs, however, the patient was not wearing a dexcom sensor during this event. The patient was still in the hospital for the second event (non-dexcom related) at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.